Event description:
It was reported to boston scientific corporation that a sensation polypectomy snare was used during an a colonoscopy procedure (with polypectomy) performed on (B)(6) 2011. According to the complainant, the snare's cauterization of the target polyp was insufficient, which resulted in patient bleeding. The patient underwent laparoscopic surgery to resolve the bleed. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Reported event: snare failed to deliver sufficient energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.